Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 wherein additional leads were implanted on l3 and l4. The lead at s1 was explanted and replaced to address the issue of high impedance. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-18419. It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may take place at a later date to address the issue.